Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve stenosis is a potential risk associated with the tavr procedure. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. It is to be noted that review of medical records indicate a preoperative CT scan showed a pancreatic head mass ¿suspicious for pancreatic adenocarcinoma with chronic partial distal common bile duct and pancreatic duct obstruction¿ & ¿left ovarian cyst raises question of cystic malignancy¿ & ¿nonspecific 7mm semisolid right lower lobe lung lesion in which adenocarcinoma in situ is possible¿ & ¿free pelvic fluid with renal cysts¿. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible the patient had multiple undiagnosed sites of cancer. The presence of cancer, especially when it has spread to the bone can cause the bone to break down, which releases excess calcium into the bloodstream. This patient had a history of a porcelain aorta and osteoporosis, indicating a calcium imbalance. It is possible the presence of these newly found conditions found on preoperative CT likely contributed to the development of stenosis of the bioprosthetic valve seven years post tavr. The cause of the pvl cannot be confirmed but may be attributed to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by field clinical specialist (fcs), approximately 7 years post placement of a 23mm sapien xt valve in the aortic position, a 23mm sapien 3 valve was implanted, due to stenosis. The transthoracic echocardiogram (tte) showed a gradient of 33mmhg, moderate stenosis, and moderate to severe paravalvular leak (pvl). Per the echo report, ¿a bioprosthetic stent-valve was present in the aortic position. There was moderate to severe paravalvular aortic regurgitation. There was evidence of at least 3 anterior jets, at 9, 0 and 3 o'clock on a surgical view. These jets were either distinct, exiting at the lateral and medial edges of the annulus plane and crisscrossing, or continuous (thus larger ero and more severe pvl). The aortic prosthesis demonstrated a moderately increased transvalvular gradient for valve type and size. This is suggestive of moderate prosthetic aortic stenosis. Dimensionless index was calculated at 0.28 (25/90). The peak transaortic gradient was 57 mmhg. The mean transaortic gradient was 33 mmhg. Of note, av stenosis could be overestimated by peak and mean doppler gradients in the context of significant ar. Compared to the echo from the previous year, the severity of aortic stenosis has worsened, the severity of paravalvular aortic regurgitation has worsened and the severity of aortic regurgitation is unchanged. The placement of the sapien 3 was done under general anesthesia, via right transfemoral access. A plug was placed to seal the pvl below the valve. The 23mm sapien s3 was placed with nominal volume. Post placement, the pvl and gradient was severely reduced.